Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) between 250mg/dl and 600mg/dl with unspecified ketones, abdominal pain, extreme drowsiness, blurred vision, extreme thirst, and excess urination associated with a prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. A review of the prime history indicated inadequate fill cannula amounts with sit/set/cartridge changes. The infusion set tubing being used by the patient requires fill cannula volume of 0.5units however the patient was only using 0.1units. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2016 with the following findings: a review of the prime history confirmed fill cannula amounts of 0.15units. There were no valid loss of prime warnings observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was found to be detecting the correct force. The pump successfully completed a rewind, load, and prime sequence with a fill cannula amount of 0.5units. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was discolored.